Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant when introducing this right atrial (ra) lead into the cephalic the helix had partially extended and when attempting to retract the helix of this lead it was not possible. A new lead was used. This lead will not be returned as it was discarded. No adverse patient effects were reported.